Manufacturer narrative:
Additional procode: hty. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Partial phone number reported as (B)(6). Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown procedure on december 16, 2019, the tip of a guidewire fractured. The fragment remains in the patient. Procedure outcome is unknown. There was no reported patient consequence. This report is for a 1.25mm threaded guide wire 150mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). H3, h6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: a review of the device history record. Device history lot part: 292.620, lot: 2l92212, manufacturing site: balstahl, release to warehouse date: 21. Dec. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H11: d10: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.